Event description:
It was reported that the cardiac resynchronization therapy pacemaker system was removed due to infection. The patient previously had a cardiac resynchronization therapy defibrillator implanted and thus the right ventricular lead was a defibrillation lead. The atrial and left ventricular leads were non-boston scientific products. No additional adverse patient effects were reported.